Event description:
The customer reported to olympus that the colonovideoscope had distal end had the lens fogging up. The device was returned to olympus for evaluation. During device evaluation, foreign material was found at the auxiliary tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During device examination, the reported issue was not confirmed; no leak paths were found that would cause lens fogging. Examination of the returned device found the following additional issues: the suction cylinder was missing its color indicator; both directional knobs were scratched; the scope cover unit was scratched; the connector cover was dented; the bending section cover adhesive was cracked; and the connecting tube had peeling coating. Functional testing showed the bending angle in the down direction did not meet with specifications due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the auxiliary water channel was not identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the auxiliary water channel was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-180 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-180 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.